Event description:
It was reported that a patient had to undergo a revision due to a fractured head. It was further reported that the primary procedure had taken place in 04, and that only the head needed to be revised.